Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), 2way catheter. Visual inspection of the sample noted balloon burs (measuring 0.3535), no missing pieces were noted. The returned photos were visually inspected too, the first one showcase an overview of the catheter, syringe and a portion of the inlet tubing. The second photo is a close up of the balloon burst. The third and fourth photo show the cap and label. The returned sample and photo sample evaluation confirmed that the product is out of specification as per inspection, which states ¿balloons shall not burst when inflated to minimum burst volume¿. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidoneiodine. For patients with past history of allergic hypersensitivity to povidoneiodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oilbased lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharpened instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter [shape, configuration and principles] bard® silver lubrisil® foley tray consists of a balloon catheter, urine collecting bag for closed drainage system, syringe prefilled with sterile water, watersoluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock® foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock® foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. <material> balloon catheter: silicone; silver coating this product is made with bactiguard®* silver alloy coating. <sizes of catheters> available in sizes 12 to 22 every 2fr 1. Balloon catheter foley catheter temperaturesensing catheter 2. Accessories closed drainage bag (the illustration shows one example of typical configurations.) 3. Malfunction and adverse events 1) malfunction catheter kinking, damage, rupture difficulty or failure to remove the device occlusion of catheter inner lumens encrustation accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use failure to measure temperature improper temperature indication 2) adverse events urinary tract infection hemorrhage, hematuria allergy reaction to the device calculus formation edema pain discomfort injury of bladder or urethral urethritis, urinary incontinence retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the balloon of the foley catheter during cuff check.

Event description:
It was reported that the sterile water leaked from the balloon of the foley catheter during cuff check.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.